Event description:
It was reported that the insulin pump alarmed lost sensor while the device was on one side of the waist and the sensor was on the other side. During troubleshooting the insulin pump alarmed calibration error. The customer's blood glucose was 169 mg/dl. The customer stated that the alarm occurred shortly after performing find lost sensor. The finger stick value of the blood glucose was 126 mg/dl. Troubleshooting was performed and radio frequency communication was established. The customer stated that the sensor was fully inserted and flat against the skin. The customer was advised of the proper procedure. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.